Manufacturer narrative:
The hill-rom technician found the communication cable pin guard was loose and not allowing communication cable to seat fully into wall nurse call connector. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating, the nurse call was not working. The bed was located at the account in (B)(4). There was no patient/use injury reported. This report was filed in our complaint handling system as complaint #(B)(4).